Event description:
Information received by medtronic indicated that insulin pump had sensor glucose vs blood glucose event. The customer stated the blood glucose value was 170 mg/dl and sensor glucose value was 70 mg/dl. The customer stated that insulin delivery was suspended due to sensor glucose vs blood glucose difference. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.